Event description:
It was reported that balloon rupture occurred. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. An 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilation during inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported. It was further reported that the target lesion was severely calcified and was located in the mid superficial femoral artery. The balloon ruptured during dilation at nominal pressure.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information